Manufacturer narrative:
When the customer lifted instrument hood to troubleshoot, the black tray above reagents and the well in reaction carousel were full of fluid. The customer attempted to troubleshoot but was unsuccessful. Service visited (B)(4) 2011. The field service engineer (fse) replaced a/b valve, reagent syringe t-valve, and the wash valve. The fse verified repairs per established procedures.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to failed calibrations and erratic qc results generated by unicel dxc 600 pro synchron clinical system. The customer observed fluid leak while troubleshooting. No operator exposure was noted and there was no effect to patient or user.